Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with dizziness. The right ventricular (rv) lead exhibited intermittent pacing and increased thresholds. The implantable pulse generator (ipg) exhibited premature battery depletion. The lead was reprogrammed and revision of the lead and ipg was scheduled. No further patient complications have been reported as a result of this event.